Manufacturer narrative:
Ump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error 25 noted during testing. No power error 25noted during testing or in the pump trace download. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose level was 8.1 mmol/l. Customer was able to successfully clear the alarm. The device will be returned for analysis.